Manufacturer narrative:
The customer reports that the patient was revised to address pain and collapse and loosening of the tibial tray at both interfaces. The manufacturer of the cement used at the time of original implantation is unknown. Poly wear was also reported. Doi 2002 - dor (B)(6) 2012 (left knee). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Event description:
Patient was revised to address pain and collapse and loosening of the tibial tray at both interfaces. The manufacturer of the cement used at the time of original implantation is unknown. Poly wear was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.